Event description:
It was reported when using the pyxis medstation es system orders were not crossing over. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software configuration issue. A technical support specialist informed the device was non-profile and provided the customer with the details of the account executive to make it profile and successfully contacted the account executive to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.